Manufacturer narrative:
Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an x-ray revealed a broken proximal femoral nail antirotation (pfna) long. The nail was implanted on an unknown date approximately 6-8 weeks prior to (B)(6) 2015. According to the anteroposterior x-ray image the nail appears to have broken near the blade. As a result the fracture has slightly displaced and will need to be revised. The surgeon reported it may be a few weeks before revision surgery is performed. This report is for one unknown pfna long. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not reported. This report is for one unknown proximal femoral nail antirotation - long. Implant date is unknown. Reported as 6 to 8 weeks prior to (B)(6) 2015. Explant of subject device has not been performed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received regarding the event on (B)(6) 2015. The fracture occurred on (B)(6) 2015. The surgeon commented that the leg was fixated in varus, therefore putting high stress loads on the proximal femoral nail anti-rotation (pfna). The revision surgery to remove the broken pfna was performed on (B)(6) 2015. The pfna part and lot number were identified. Both the nail and unknown blade were removed; however, the removal of the implant resulted in a larger incision and extra soft tissue injury. A large fragment plate and cables were implanted to take the leg out of varus and a 10mm by 400mm pfna was reinserted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4) - unanticipated x-ray. A device history record review was performed for the subject device. The review revealed that no non-conformances were generated during production and that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.